Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement and difficulty to reposition. Another lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found dried blood/body fluid around the helix. Testing was completed to assess lead electrical performance. Measurements were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the reported clinical observation.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement and difficulty to reposition. Another lead was successfully implanted. No additional adverse patient effects were reported.